Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient rep reported patient(pt) had an infection and had finished taking antibiotics but still had the infection when they did the labs, prior to starting their trial. The patient rep said the doctor prescribed another 3 days of antibiotics but the pharmacy never sent it to them. The patient rep said pt noticed symptom improvement the first night, the patient made it 4 hours but on the second day they were going every 2 hours again so the patient moved stim from 1.7 up to 1.9. The patient rep said pt told them: after that everything got out of control because of the infection and the patient had to go all the time. The patient rep said pt reduced stim back to 1.7 and saw the doctor and now they are back on medication, they are feeling better and the doctor told them to call medtronic because today, they have gone 3 times within 4 hours. Worked with caller and pt to check if they had any other program options and they did not. Checked with support they were not signed up for support link services. Reviewed they have the option to try reducing stim to see if that would resolve the issue. The patient rep said they will talk with the patient about reducing their setting and pt goes back to the doctor on thursday. No further complications were reported at this time.